Manufacturer narrative:
This supplemental report is being submitted to provide additional information. It is presumed that the lamp does not light because the cause is poor contact with the lamp connection cord. However, the cause of the poor contact of the lamp connection cord could not be identified. Omsc could not reviewed the manufacture history (DHR) of the subject device because more than fifteen years had passed since the subject device had been manufactured. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, it was found that the lamp did not light up. The user replaced the lamp to new one. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated due to poor contact of the lamp connection cord. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.